Event description:
It was reported that the distal tip of the electrode of the s-ICD system has eroded through the left side of the patient. The system is pending extraction to resolve the event and the patient was stable with no additional consequences.

Event description:
It was reported that the distal tip of the electrode of the s-ICD system has eroded through the left side of the patient. The system was explanted to resolve the event and the patient was stable with no additional consequences. A replacement system will be implanted once the infection is resolved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.